Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. The evaluation found a flooded lens, flooded main body and cracked connectors. The exact cause of the failures could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the camera head exhibited flooded main body and lens, and cracked connectors. There were no reports of patient involvement.